Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is female and the baseline age is 68 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: risk of early mortality after placement of a temporary-permanent pacemaker. J electrocardiol. 2016;49(4):530-535. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this lead model and an ¿external re-usable permanent pacemaker.¿ multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The article indicated that there were patient deaths. Of note, the author did indicate that ¿no deaths occurred as a direct result of the pacemaker placement,¿ but could not rule out procedure-related complications. According to the author, there were deaths ¿related to multiple conditions" including sepsis, and unknown causes. There were also the following complications reported: infection, and cardiac tamponade. Many patients went on to have a permanent pacemaker implanted. The status of the lead and temporary pacemaker is unknown. Further follow up did not yet yield any additional information and further information as to the "unknown" cause of death has been requested and not yet received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.